Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm masters valve was successfully implanted. After the heart resumed beating, an esophageal ultrasound was performed and the transvalvular pressure difference was too high and the blood flow velocity was too fast. The mechanical valve was removed and tested, revealing that the valve leaflets were having difficulty opening and closing. A new 19mm regent valve was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.

Event description:
N/a.

Manufacturer narrative:
An event of explant due to difficulty closing and opening of leaflets and aortic stenosis was reported. The device was returned to abbott and the investigation found no anomalies with the valve leaflets. Both leaflets were able to fully open and close with no resistance occurring. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.